Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the hospital with oversensing on the right ventricular (rv) lead with sensing integrity counter (sic) episodes. The lead was found to have far field p-wave oversensing contributing to the sic. The lead had high increasing thresholds and decreasing impedance. The lead was suspect of a micro dislodgement and loss of slack was noted under fluoroscopy. The lead was reprogrammed. The lead insulation was damaged during lead revision. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.